Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent no external power alarms while connected to the mobile power unit (mpu) was unable to be confirmed; however, log files were submitted for review. A review of the periodic log file contained data spanning approximately 256 days ((B)(6) 2022 - (B)(6) 2022 per timestamp). From (B)(6) 2022 to (B)(6) 2022, the backup battery use count increased from 39 to 57 indicating that the controller lost external power, but the backup battery provided power without issue until external power was restored. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. There were no no external power alarms or other notable alarms active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the cause of the no external power alarms, if the mpu had a v-lock connector, and if any equipment was exchanged; however, no additional information was provided. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
Serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having intermittent no external power alarms while connected to the mobile power unit (mpu). Log file review captured a low power advisory on (B)(6) 2022 due to normal battery depletion in addition to a no external power event on (B)(6) 2022. This event occurred while the patient was switching from battery power to the mpu. The issue did not appear to be related to the controller, batteries, or clips.